Manufacturer narrative:
Patient information was unavailable from the site.) A medtronic representative went to the site to test the equipment. Testing revealed that the power supply was replaced and the system then passed the system checkout and was found to be fully functional. Analysis on the returned power supply determined that there is an electrical failure found. The power supply failed bench test and output voltage drifted to 5.171 vdc. Other relevant device(s) are: product ID: bi71000450; serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for procedure. It was reported that the system would not expose and then started beeping. The beeping was continuous and the site has not been able to attempt a reboot. There were no messages on the image acquisition system (ias) and mobile view station (mvs). There was a 20-minute delay to the procedure and no reported impact to patient outcome.